Event description:
The customer reported that the system's keyboard and touch screen locked up, and intermittently the monitor displayed a black screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu card power supplies and the spus were replaced. The system was tested and found to be working as intended and put back into service.